Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. P-wave amplitude variation was also noted. No intervention was performed. Patient condition was stable.